Event description:
It was reported by the rep that the (1) tct75 was used during a thoracotomy with lung resection procedure. It was reported that the initial firing had a lockout after approximately one inch of staples fired. There was no pt consequence.